Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that some segments for both displays are missing. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using batteries, however, led segments on the led digits did not illuminate. Visual inspection was performed of the inside. Significant corrosion was observed on the system circuit board and technology board, which were likely to have caused the led to malfunction and prevent the device from functioning properly. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Concomitant products updated to "red dci-dc3", corrected data: